Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that her insulin pump keeps saying no delivery. Customer stated that she was trying to give herself insulin and she gave a bolus when the alarm came up. Customer's blood glucose was 539 mg/dl at the time of the incident. Customer stated that she treated with a shot. Customer stated that she believes that her high blood glucose was due to her forgetting to count carbs for something last night. Customer stated that the insulin did exit the tubing and the pump did not alarm. Customer stated that she does not have another set with her. It was explained that there may be a possible site related issue. Customer was advised to do a complete set change.